Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction in the field: h3 (not returned to manufacturer, inadvertently selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The customer reported was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there is a gap between acoustic lens and ultrasound probe. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.